Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5059047/5059043.

Event description:
It was reported that the patient has been experiencing numbness and cramps in her legs and feet, as well as tingling/numbness in her hands and arms, both with her stimulation on and off. The patient underwent a system explant procedure. No further information has been obtained despite good faith efforts.